Event description:
It was reported that a four-level kyphoplasty procedure was performed on a patient with metastatic disease. During the procedure, it was reported that some cement may have extravasated and entered into the lungs. According to the report, "the cement was mixed for 1.5 minutes (fulfilling the IFU protocol) and bone fillers were filled with cement and were not injected until the cement was in a toothpaste consistency." It was reported that "the cement may have gone anteriorly because the bone quality was poor". The patient was discharged from the hospital and is doing well. No other complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.